Event description:
Siemens healthineers discovered during field safety corrective action (fsca) xp018/24/s (res# (B)(4). That the securing segment of the fixation for the monitor ceiling suspension was not installed correctly. The issue was resolved on site by the service engineer replacing and correctly installing the securing segment and the fixation screws according to fsca xp018/24/s. No injury occurred due to the reported issue. It is assumed that in a worst-case scenario, if the support arm had been used further without noticing the issue, a serious injury could be sustained from falling equipment.

Manufacturer narrative:
E1: reporter's phone number is (B)(6). A facility contact name was not provided. H3, h6: manufacturer's preliminary analysis: the root cause for issue has not been determined yet. The investigation is ongoing. The root cause will be reported under res# (B)(4). Upon completion of the investigation. Corrective/preventative actions for this system were completed via ui xp018/24/s. A supplemental MDR report will not be submitted for this event.